Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (display issue) issue. It was reported that when the patient came out of a swimming pool and soon after the pump started, it began to double beep and no message was displayed on the screen and then the screen switched back and forth between the normal bolus screen and bolus menu. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.